Event description:
The initial attorney report alleged discomfort, bunched up mesh, explant. The following is based on the medical records provided by the pt's attorney: (B)(6) 2007 - pt underwent repair of a ventral incisional hernia with a kugel patch. On (B)(6) 2007 - pt underwent excision of kugel patch and repair of recurrent hernia with a non-bard mesh. The mesh was found in a "wadded or bunched up condition in the subcutaneous tissue. It appeared to have turned loose from the left upper end of the pt's incision."

Manufacturer narrative:
The info provided indicated that the pt was treated for recurrence, which is a known possible adverse reaction listed in the IFU. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. Additionally, no sample was returned, therefore, an eval of the "bunched up" mesh could not be conducted. With the currently available info, no additional conclusion(s) can be drawn. If additional event and/or eval info is obtained, a f/u MDR will be submitted.